Manufacturer narrative:
The customer reported the stent remains in patient. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a perforation in the proximal right coronary artery. A 4.0 x 26 mm graftmaster covered stent was implanted; however, it failed to seal it. The patient then experienced cardiac arrest and expired. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. It was initially reported that the procedure was to treat a perforation in the proximal right coronary artery. A 4.0 x 26 mm graftmaster covered stent was implanted; however, it failed to seal it. The patient then experienced cardiac arrest and expired on (B)(6) 2019, the same day as the procedure date. Subsequent to the initial report, additional information was received. The perforation was larger than anticipated and the graftmaster covered stent sealed the perforation where it was implanted. There were no device issues with the device, and it did not cause or contribute to the death. The cause of death was hemopericardium; however, as the initial report was already filed, this must remain reportable and filed as a death report. No investigation required. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Adverse event or product problem - adverse patient effects and product problem boxes unchecked. Outcomes attributed to adverse event - outcomes attributed to ae: updated from death to na. MFR site - contact office first and last name was updated from connie speck to lindsey bell. Type of reportable event - death box unchecked. Patient codes 1802 (death) and 1762 (cardiac arrest) were removed and 2199 was added. Device code 2682 (patient-device incompability) was removed and 2993 was added.

Event description:
It was reported that the procedure was to treat a perforation in the proximal right coronary artery. A 4.0 x 26 mm graftmaster covered stent was implanted; however, it failed to seal it. The patient then experienced cardiac arrest and expired on (B)(6) 2019, the same day as the procedure date. Subsequent to the inital report, additional information was received. The perforation was larger than anticipated and the graftmaster covered stent sealed the perforation where it was implanted. There were no device issues with the device, and it did not cause or contribute to the death. The cause of death was hemopericardium. No additional information was provided.